Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e216 and no image. A root cause could not be identified. Based on the results of the investigation, no problem related to the reported failure was detected that could have led to the malfunction. For the additional findings, the investigation did not establish any cause that could be linked to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced an error code b30 during inspection for use. There were no reports of patient harm.